Event description:
No pt injury. The infusion proceeded too quickly. The bag emptied in 2.5 hours when the infusion time was set for six hours. The pump was found to be set at 125ml/hr and volume limit at 1500ml and volume infused at 1ml when it arrived at the medical engineering dept.